Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 25.0 mmol/l at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump had a battery out limit alarm. Customer had a high blood glucose of 25.0 mmol/l and no troubleshooting was performed and no form of treatment was reported. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with no button response at act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to button unresponsive. Device received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.